Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump. Pump drug at the time of the event was not reported. It was reported, per the patient, that "my pump is in my back - I had too much of an issue of it tipping out". Per the patient, "I have a women's body that is heavier in the front and it was up in my abdomen". When asked about pump medications, the patient stated "morphine, bupivacaine, and a little bit of fentanyl has been the previous medication for the last almost 4 years". When asked if the patient had a pump healthcare provider (hcp) yet, the patient stated that they used to work with a doctor who suddenly retired and the patient last saw them for a refill on (B)(6) 2024 and now their expected refill date was on (B)(6) 2024 . Per the patient, they had been "a good pain management patient since the 90s".